Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): [ ] defect confirmed [x] defect not confirmed. Results description: n/a no sample. Sample status: [x] no sample returned [] sample returned. No sample, serial number, or device logs were provided. Further investigation of the complaint is not possible without a sample and/or device logs. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: nnp called to bedside to assess left arm with aline. Mottling noted throughout arm, chest, and back along with dec perfusion to hand. Aline removed. Ultrasounds obtained of lue and hus. Large amount of air emboli noted on hus. Pt with worsening lactate acidosis after receiving medications and intubation.